Event description:
It was reported that the user experienced recurrent low glucose after starting a new medication, and a factory reset of the ilet system was performed per healthcare provider direction with no changes to glucose targets; troubleshooting included reconnecting the g7 sensor, rewinding, priming, confirming insulin delivery drops, reconnecting the infusion set, and filling the cannula. Symptoms included hypoglycemia. Outcomes included temporary interruption for factory reset and user guidance. Investigation included technical support review, device setup verification, and user education. Investigation of this case revealed no device malfunction observed during guided reset and setup, with the event potentially associated with concomitant medication use. It was concluded that the device operated as expected and the cause of hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.